Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse observed that the iabp unit would power on when plugged into the wall and when turning off the iabp unit, it would alarm. It was also observed that the iabp unit was not charging the second battery. The fse replaced the power management board and then tested the iabp unit for proper function. The fse confirmed the unit was properly operating and that the batteries would charge. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while operating the cardiosave intra-aortic balloon pump (iabp), a communication failure was generated and loud noises were heard. There was no patient involvement reported, no patient harm, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and resolved the issue by replacing the power management board. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.